Event description:
It was reported that the patient experienced cuff erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: erosion was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Additional product component: model number/catalog number 72400024 and 72400098 serial number: null and null batch/lot number 918454009 and 920115003 model/catalog description balloon fgs 61-70cm and control pump fgs

Manufacturer narrative:
Additional product component: model number/catalog number 72400024 and 72400098, batch/lot number 918454009 and 920115003, model/catalog description balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced cuff erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.